Manufacturer narrative:
On (B)(6) 2016 we received a call to have the cord of the footswitch shortened. Later that same day, our field engineer went to site the same day and was told a technologist had tripped and been injured. He shortened the cord and the unit is working as intended. On 4/25/2016 in a subsequent follow up call in talking with the technologist who was injured she stated the event happened on (B)(6) 2016.

Event description:
The footswitch was positioned toward the front on the side of the unit. The technologist had just positioned the patient. And was walking away, she had brought her left foot first up front and went to bring her right foot up when she felt the cord on the top of her foot, she shook her foot to remove the cord and proceeded to move her foot forward when the cord must not have moved off her foot and she her leg was held back, causing her to fall on her left knee and then her right knee, she didn't want to nosedive so she twisted her body and put her left hand out as she fell on her left side and hitting the left side of her head. She was taken to the emergency room. . She sustained contusions to both knees, a bump on the head and a broken wrist. They casted her wrist and gave her pain meds.